Manufacturer narrative:
Cannot be determined at this time. Device has not been returned for eval.

Event description:
Leakage was observed. No other details were reported. Event date is unknown. No pt complications were reported.